Event description:
The pump was returned for investigation. Investigation revealed that the force sensor was found to be out of calibration, and the force sensor resistance measurement was out of specification. This report is made based on results of investigation completed on 02/29/2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/29/2012 with the following findings: during investigation, the pump failed to recognize the cartridge during the load step. The force sensor was found to be out of calibration, and the force sensor resistance measurement was out of specification. There was evidence of contamination found on the force sensor assembly. Unrelated to the force sensor malfunction, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).